Manufacturer narrative:
(B)(4). Date sent: 1/11/2017. The re-operation was performed three days after the initial procedure for the post-op leak. The leak occurred from the staple line. The anastomosis site was cut off by curved cutter and the colon and rectum were anastomosed again by cdh. The stoma was placed. And then, the patient discharged from hospital. What were the indications for surgery? Ileus of sigmoid colon. What is meant by ¿target tissue was probably damaged¿? Were there issues with the device or were there pre-existing patient conditions? The doctor commented this patient might have a pre-existing tissue damage. Did the patient receive any chemotherapy or radiation prior to the surgery no information. Who fired the device and what is his/her experience? No information. Where in the green range was the indicator located prior to firing? No information did the healthcare professional receive audible & tactile feedback when firing the device? No information. Were the forces to fire higher or lower than expected? No information. Were the donuts inspected? If so, please describe. No information. Was the washer inspected? If so, please describe. No information. Was a leak test completed in original procedure? If so, what were the results? No information. How was the leak or bleed identified post-operatively? How was it addressed? No information. What is the current patient status? The patient discharged from hospital.

Manufacturer narrative:
(B)(6) / (B)(4) date sent: 1/24/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6 manufacturer report number.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an open sigmoidectomy, leakage occurred. According to the doctor, the target tissue was probably damaged. The device was used on the colon and rectum. Hand suture was performed two days later. No device will be returning.